Event description:
Dr. (B)(6) replaced the acetabular liner while revising the femoral stem for a peri prosthetic femoral fracture.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown femoral stem.an evaluation of the device cannot be performed as the device was destroyed during removal and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.